Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the patient presented to the clinic, intermittent capture was observed from the biventricular pacing pulse. The patient had symptoms of congestive heart failure. Programing changes were made. No further information was provided.